Event description:
On (B)(4) 2013, addition information was received. The ¿battery starting to fail¿ was clarified to mean that the dcdc code was 3. The patient began experiencing an increase in seizures on (B)(6) 2013 per a telephone message. The increase in seizures is above the pre-vns baseline. Inventions included generator revision. Additional information provided but was illegible. It was unknown if, prior to increasing the output current, the patient could feel magnet mode stimulation. The physician did not know if the patient became used to the settings resulting in the decreased perception of stimulation. Settings and diagnostics from the patient¿s (B)(6) 2013 appointment were provided indicating normal function.

Event description:
Clinic notes dated (B)(6) 2013 revealed that the patient appeared for a follow-up neurology appointment. The patient was experiencing an increase in seizure frequency for which the physician noted ¿the vagus nerve stimulator may have lost its effectiveness because of the increase in seizures.¿ the physician interrogated the vns device, and reported that it ¿seems that the battery is starting to fail¿ so the output current was increased from 1.5ma to 1.75ma and magnet output current was increased from 1.0ma to 1.75ma. Diagnostics were performed at 1.5ma inidicating the normal mode diagnostics were performed and dcdc=3. The physician noted that the dcdc was elevated, ¿suggestive of the battery failing.¿ however, a dcdc=3 is within normal limits and on normal mode diagnostics does not show that the device is working harder to deliver the intended therapy. The device reportedly read ¿end of service.¿ the patient was referred for generator replacement surgery. Good faith attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013, this vns patient underwent generator revision.

Event description:
On (B)(4) 2014, additional information was received that the explanted generator was discarded.

Manufacturer narrative:
Additional information was received with an event date of (B)(6) 2013 that changes this field. This report is being submitted to correct this information.